Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 90% stenosed proximal circumflex artery. Pre-dilatation was performed with an unknown non compliant balloon, inflated to 10 atmospheres. A 2.5 x 15 mm xience v was unable to cross the lesion after multiple attempts were made, and the proximal shaft separated outside the anatomy. Pre-dilatation was again performed and another 2.5 x 15 mm xience v was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.